Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/25/2024, it was reported by a sales representative via (B)(4) that a 3024-005 alpha plate had three out of the five holes not locking with the screws as intended. This occurred during a proximal humerus surgery on (B)(6) 2024 they struggled with getting 3 screws locking after struggling for a bit, one of the screws was able to lock. The plate was used to complete the procedure with a satisfactory result.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to not fully engaging the two devices prior to threading and/or excessive mechanical forces applied during use.